Event description:
It was reported the patient needed to recharge their implantable neurostimulator (ins) every day. It was stated that after consultation with the manufacturer¿s technical services that ¿it seemed that the (recharge) intervals were short¿ with the ins. It was noted the patient needed to recharge the ins every day in order to prevent the battery from running out. It was further noted the patient used their recharger to ¿recharge correctly¿ and that ¿day after day and after reprogramming the recharge interval was always short.¿ it was reported the patient¿s ins was replaced as a result of the event. It was noted there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information stated the patient¿s therapy was effective and patient was ¿relieved¿ following the replacement procedure. It was reported the patient was ¿able to recharge the new device without any issues.¿ it was noted ¿the recharge interval was about 6 days.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found "the ins discharge rate was tested per manufacturer document (B)(4) using ¿extreme #2¿ settings: amp= 10.5v, rate= 60hz, pw= 400us with one program consisting of one negative and one positive electrode and a 750 ohm load across the electrodes. The device was fully recharged prior to turning the output on and discharging the battery. The device took 82.22 hours before the battery was discharged. The time is within the 10% of the expected time of a known good ins, indicating the returned device was adequately holding a charge." There were no ins anomalies found through analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.